Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in germany, this was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, the physician felt resistance advancing the delivery system with the crimped valve through the esheath. During the alignment in the descending aorta, it was not possible to load the valve onto the balloon and it was decided to remove the system. The delivery system and the esheath were retrieved as a single unit. A femoral cutdown was needed to retrieve the system. A new 29mm sapien 3 kit was used in replacement and the valve was successfully implanted. The patient was noted to be doing fine after the procedure. The patient presented a severe tortuosity in the descending aorta. Any abnormalities were observed in the ds nor the esheath prior to insertion. The sheath was not inserted at a steep angle. No damage was observed in the esheath after the withdrawal. As per medical opinion, the root cause of the inability to load the valve onto the balloon was the tortuosity of the descending aorta. During pre-decontamination observation, a distal tip split was found on the esheath.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings, investigation conclusions. Corrected h6- component code. A visual inspection was performed on the returned device and the following were observed: liner was fully expanded, and tip was opened, as designed. Hdpe appeared to be wrinkled near the distal tip. Soft tip was damaged. Distal tip was split. The complaint for split sheath distal tip was confirmed based on the returned device. However, no manufacturing non-conformances that would have contributed to the complaint event were identified. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "the delivery system and the esheath were retrieved as a single unit. A femoral cutdown was needed to retrieve the system." Per product evaluation, the distal tip was split, and the soft tip was damaged. It is possible that the distal tip interacted with the crimped valve during withdrawal. Interaction with hard material such as the crimped valve could have caused damage to the hdpe at the distal tip, causing it to split. As such, available information suggests that procedural factors (withdrawal of crimped valve) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.